Event description:
It was reported that the right ventricular (rv) lead showed rising impedance trends. The patient was pacemaker dependant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2008; vedr01 pacemaker (B)(6) 2008. (B)(4).